Event description:
It was reported that this electrode could not be implanted as it was difficult to place. The doctor tunneled deep but could not get the electrode forward into the sheath. The physician pushed hard on the electrode multiple times for approximately 15-20 minutes and determined that ultimately it needed to be re-tunneled. Out of an abundance of caution from all of the pushing and manipulating, the doctor elected to use another electrode. There was no evidence of loss of integrity or damage but, given the heavy pushing and kinking of the electrode, the doctor wanted a new one. The second tunneling went smoothly. The system was successfully implanted. There were no additional adverse patient effects.